Event description:
It is reported that in 1998 pt underwent left unicompartmental total knee replacement. Post-operatively pt did well until 2000 when x-rays revealed wear of the tibial articulating surface and revision of the knee to a total knee was recommended. Following, in 2001, the knee was revised from a unicondyler knee to a zimmer nexgen total knee. Post-operatively pt did well.